Manufacturer narrative:
Follow up attempts have been made to obtain additional information about the reported issue, the serial number of the device and repair information; no response has been received to date.(B)(6).

Event description:
Customer reported that the unit alarmed due to a data acquisition pcb adc reference failure. There was no patient involvement.